Event description:
It was reported per maude event report that during laparoscopic cholecystectomy, cholangiogram catheter was used for ioc, placed in bile duct, left there when decision to convert to laparotomy. During procedure, balloon was inflated. On attempted removal, distal end of catheter separated. Retrieval attempts failed and aborted after extended procedure time of one hour and additional superior incision made.

Manufacturer narrative:
Sample will not be returned for eval.